Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chamber was not returned to fisher & paykel healthcare for evaluation. Investigation is thus based on the information and videograph of the complaint chamber provided by the customer, and our knowledge of the product. Results: the customer reported that the mr290 chamber was leaking water due to cracked chamber. Visual inspection of the provided videograph of the mr290 chamber identified crack on the chamber dome underneath one of the ports that stretches along the base. Conclusion: from the visual inspection and the information provided, we are not able to determine the cause of the crack. However it was reported that the subject mr290v chamber was used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber may be affected when pressures exceed 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a mr290v vented autofeed humidification chamber was leaking water due to cracked chamber. There was no patient consequence reported.